Manufacturer narrative:
H10: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure line disconnect alarm. The device was reported to be in use at the time of the reported problem. No patient information was disclosed by the customer. No patient or user harm reported. The customer stated that, around 5:00pm local time, the proximal pressure line disconnect alarm sounded when the line was not disconnected. The alarm did not resolve, so the device was shut down, restarted, and use was continued. Around 11:00pm, the proximal pressure line disconnect alarm sounded again, so the device was replaced with another v60. The device was then retrieved by a philips sales representative so that it could be evaluated at a repair center. An authorized service provider (asp) evaluated the device but could not reproduce the issue. A functional test was completed for verification and no abnormalities were found. Following the inability to duplicate the issue, the asp complete a comprehensive inspection, cleaning, running test, and functional test before sending the device back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.